Manufacturer narrative:
Device is a combination product. Promus element ous mr 2.75 x 38 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found that stent struts were lifted on the first two proximal stent strut rows. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22jan2020 it was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a moderately tortuous and calcified left circumflex artery with 38 mm in length and 2.75 mm vessel diameter. A 2.75 x 38 mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.